Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-18, information was received from an healthcare professional (hcp), regarding a patient receiving folfiri (unknown dose and concentration) and heparin (1 unit/ml, 1 unit/day) via an implantable pump for cancer chemotherapy. It was reported the patient contacted the healthcare professional (hcp) as they heard a pump alarm "a few days ago" and last night, was hearing the pump alarm again, but thought the alarm last night sounded different from the alarm a few days ago. The patient's next refill was scheduled for (B)(6) 2020. The patient was at home and has not been seen by their hcp, yet. Another hcp called on the same date and reported the patient had an magnetic resonance imaging (MRI) on (B)(6) 2020 and then went in for a refill on (B)(6) 2020 where they were expecting 6 ml and pulled out 6 ml. The hcp stated that the pump started beeping on (B)(6) 2020 indicating that it was low and on (B)(6) 2020 that it was empty. Pump logs confirmed that a motor stall and recovery show as expected based on the MRI and pump going into telemetry state. Logs also confirmed that the pump was not updated on (B)(6) 2020, when the refill was performed. There were no symptoms or patient complications reported. Troubleshooting resolved the reported issues.